Manufacturer narrative:
Concomitant product(s): product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the patient woke up the morning of this report and the implantable neurostimulator (ins) voltage was turned down to 0.0v and they had a returned of rigidity on one side of their body. The ins had not been interrogated with a patient or clinician programmer. When the ins was interrogated with a clinician programmer, the ins voltage had been reset to zero and there were no active electrodes programmed. The patient was reprogrammed and they were doing fine. The patient's indication for use is parkinson's dual and movement disorders.